Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, pump error 53 (software error detected). The customer reported hypoglycemia, loss of consciousness treated with ER visit and was treated with sugar water through IV fluid . The event involved product(s) mmt-342, mmt-1884, mmt-441ag, mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer does not believe the pump is over delivering. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-441ag. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/27/2024 to 12/17/2024 and 01/15/2025. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 30-jul-2024. There was no data available to verify pump error 53 alarm or pump error(s)/alarm(s) noted 2 days prior to the event dates of 30-jul-2024, 15-may-2024 and 17-apr-2024 in the formatted history file.  In further full review of the pump history/traces on the (primary) event date of 14-dec-2024, pump error 53 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 14-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. Pump error 53 alarm (linenumber 8192 filenumber 9120) was found on: 12/14/2024 01:22:35.000, 12/14/2024 01:32:00.000. Per r&d engineer, (B)(4): pump error 53 alarm (linenumber 8192 filenumber 9120) was generated due to exception on main mcu - suspecting the hw (bum). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 14-dec-2024 in the formatted history file.  Lostsensor1alert (780) was found on: 12/10/2024 12:06:00.000. Sensorexpiredalert (794) was found on: 12/14/2024 12:04:43.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.33 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for possible under delivery anomaly and pump/transmitter communication anomaly were not confirmed. However, e/a alarm/pump error 53 alarm (linenumber 8192 filenumber 9120) was confirmed according in the formatted history file, suspecting the hw (bum). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.